Event description:
Consumer performed back to back blood glucose tests with a lab. Consumer's meter read 251 mg/dl, and lab results were 74mg/dl at the dr's office from the same blood sample within one min. Consumer had not used controls for the past 2 yrs. Consumer treats based on symptoms, did not have action/inactions based on the results of the meter. A request was made for return of the suspect device, and a replacement has been sent.